Event description:
It was reported to tyco/kendall healthcared on 10/26/2006 that a baby was born at 23:00 hours in 2006. The fetal spiral electrode and saflex iupc was placed by an experienced ob + gy dr. Lesions have been discovered 1" wide on the top of the baby's head right in the middle. They are concerned tht the cuts were caused by the metal tips on the fetal spiral electrode. The current status of the patient is described as stable, however baby was in hospital one extra night, little redder today. No sample will be provided. The customer indicated to rep that photos would be supplied, however, none have been supplied to date.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.